Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the all keys are not responding. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced . The customer was advised to discontinued use of the insulin pump and revert to back up plan per health care provider instruction.